Manufacturer narrative:
(B)(4). Concomitant medical product: persona cr tibial articular surface provisional, catalog # 42527000510 lot # 62455892. The complaint device has been returned, but the device investigation has not yet been completed. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-01577.

Event description:
It was reported that the device was fractured while disassembling during decontamination.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use ( nicked or gouged ) with the post feature fractured off. All pieces were returned. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.